Event description:
It was reported that the device was used during a laparoscopic cholecsytectomy. It was reported that the device had malformed clips. Another device was used to complete the case. There was no consequence to the pt.